Event description:
It was reported that during equipment testing conducted at the user facility, the drill caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.